Event description:
Pt (patient) reports her pump (serial: (B)(6); expiration date: unknown) won't go from priming to running. She tried to turn the pump off but it would not power down, the only way she could turn it off was by taking the batteries out. She tried turning it back on to run it and is running into the same issue of not going from priming to running. Pt states she has had this issue on and off previously (not specified if previously reported.). Pt states she was able to switch to 2nd pump and run the infusion successfully. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product fault occurred while in use with pt. Device available for investigation upon return by pt. Pharmacy replacing device associated with evet. Pt had back up device and able to successfully continue infusion. Infusion is life sustaining.